Manufacturer narrative:
According to the customer, on (B)(6) 2024 the patient developed a "rash" on the "left anterior thigh" where the grounding pad was applied. The customer reported after the procedure the skin was a "mild pink" but, the rash became "dark and has blisters that are draining". The patient reported the rash "feels warm". The customer reported the patient followed up in the physician's office and was prescribed a "medrol(pak) and hydrocortisone cream". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 the patient developed a "rash" on the "left anterior thigh" where the grounding pad was applied.